Event description:
A report was received that a patient was experiencing a lot of pain since the implant surgery. The patient was also experiencing headaches and weakness in the legs. The patient went to her physician and was given headache medication. The patient's physician does not think the headaches are related to the device but thinks it's dural irritation from the procedure. The patient's headaches have improved with medication.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50, serial: (B)(4), description: enh st ld kit, model: sc-1110-02 serial: 217988 description: precision ipg kit.

Event description:
A report was received that a patient was experiencing a lot of pain since the implant surgery. The patient was also experiencing headaches and weakness in the legs. The patient went to her physician and was given headache medication. The patient's physician does not think the headaches are related to the device but thinks it's dural irritation from the procedure. The patient's headaches have improved with medication.

Manufacturer narrative:
Additional information indicates that the patient's headaches are gone and patient is walking fine. Physician suspects that patient probably had dural irritation from the lead which is now resolved. Patient was not provided any treatment and issues resolved overtime. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.